Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was "breast tissue gone really hard, capsular contracture, and breast hurts". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported their ¿breast tissue gone really hard, capsular contracture, and breast hurts. The device remains implanted. This record represents the left side.